Event description:
It was reported that during a gastric bypass, doctor fired the device through the lock out mechanism. The procedure was completed by suturing the staple line shut. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.